Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: assy, probe, bvi 9400/9600; catalog: 0570-0351; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a assy, console, bvi9600, the dr. Got inaccurate aorta readings. Dr. Found multiple patients with aaas in the last few weeks and sent them in for CT scans and found either no aaas or small ones. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.